Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3550-39, lot# n318297, product type: accessory; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that there was a dead battery as the patient had not charged. The power on reset (por) was cleared. The cause of the impedance issue was unknown and no imaging was done. Reprograming was done and the patient noted good coverage.

Event description:
It was reported the patient¿s stimulator showed a power on reset (por) condition of 0x8. It was noted the stimulator had charged for an hour to fifty percent. It was reported a physician mode recharge was not initiated and multiple buttons on the recharger were not pressed. It was noted that three months prior to the por the patient fell and the patient¿s stimulation changed and right side coverage was lost. It was reported the patient fell four days prior to call due to their right leg giving out. It was noted the patient was supposed to have coverage of both legs. It was reported the patient¿s stimulator had greater than 20 ,000 ohms impedance on six electrodes at 1.5v and greater than 40,000 ohms impedance at 3v on three of those electrodes, with another two still above 20,000 ohms and one at 15,000 ohms.

Manufacturer narrative:
(B)(4).